Event description:
Catheter broke temporary dressing with cxr completed.

Manufacturer narrative:
Additional information was requested from the reporter and none has been received to date. Results: a review of the device history record and materials review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. One used 26 gauge catheter, in two pieces, was received for analysis. Portion 1 consisted of the molded junction and a portion of catheter tubing approximately 13.54 mm extended beyond the nose of the molded junction. Portion 2 consisted of a piece of catheter tubing approximately 13.5cm in length. Microscopic examination showed that the area of separation exhibited a jagged break and funnelling. Conclusions: the engineer confirmed the separation. The damaged noted is characteristic of a separation (jagged edges and funnelling) caused by stress to the catheter. The bd first PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. (B)(4)